Event description:
One of the lumens below the "y" connection noted to be missing when pump alarming "occluded".7 french hickman dual lumen repair kit used to repair line proximal to the y piece. At the end, both ports drew back and flushed gently with heparinized saline.